Event description:
It was reported to (B)(6) that was discovered debris, presumably mold in medic plastic antistick needle, 1000/cs. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).